Event description:
This event involved a patient who experienced a pump exchange due to a high power event approximately 2 months and 22 days post heartware lvad implantation. Additional investigation is on-going.

Manufacturer narrative:
The product was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of the pump in relation to the reported event. These included clinical narrative, review of manufacturing documentation, visual and functional examination, and review of controller log files by heartware. The log files indicated that there was a slight increase in flow and power, which may be consistent with thrombus formation. However, thrombus was not identified by independent pathological analysis. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Post explant engineering evaluation did not reveal any conditions that would have contributed to the reported event. Clinical factors that may have contributed to this event were not provided by the site. Based on the limited information provided, there is no evidence to suggest that the reported event relates to a device defect. No additional information will be forthcoming

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.